Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. A 5.4 cm in diameter fusiform aneurysm was reported with an infra-renal angle of 33 degrees. Proximal aorta was 24 mm in diameter and 50 mm in length. Distal aorta was 24 mm in diameter. Right iliac artery was 11 mm in diameter and the left iliac artery was 18 mm in diameter. The right and left femoral arteries were 10 and 11 mm in diameter, respectively. The right and left iliac arteries were mildly tortuous with 5% stenosis. The circumferential aortic mural thrombus/calcification at the proximal neck was 7%. It was reported that the devices were successfully implanted. Thirteen days post index procedure the patient was diagnosed with dysuria and a uti. The patient was treated with medication and recovered one month later. This event was found to be related to the study procedure but not the study device. Five months post index procedure the patient presented with fatigue, weakness when walking and the tendency to shuffle their feet. The patient then returned three months later with pain in the right thigh. The patient was diagnosed with a right lateral femoral cutaneous nerve block (femoral neuropathy). The patient status is continuing. The investigator assessed that the femoral neuropathy was not related to the device, however related to the procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient recovered from previously reported femoral neuropathy.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (infection).